Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during pre-dilatation of a superficial femoral artery, the fox plus balloon catheter ruptured during the first inflation at 6 atm. Reportedly, the target lesion was described as 90 stenosed, heavily calcified, eccentric, de novo and moderately tortuous. A second fox plus balloon catheter was successfully used to complete pre-dilatation. The physician commented that the rupture occurred due to the lesion calcification. There were no reported adverse patient effects. No additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.